Event description:
A customer reported experiencing a low blood glucose level, with the lowest recorded value being 40 mg/dl, obtained from a continuous glucose monitor. Cause was not known. The customer consumed carbohydrates to address the low blood sugar. Although initially opting for a supplies or system check, the customer declined to continue with the process and indicated she would call back later when her blood sugar level stabilized.